Event description:
On (B)(6) 2014, a reporter contacted animas alleging that there was an issue with the battery life of the pump. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/11/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/23/2015 with the following findings: . The battery cap was able to fully tighten to the pump. There was a battery compartment crack observed below the grip pad. The pump's black box showed no evidence of short battery life. The pump's current draws were within specifications. A battery life issue was not duplicated during the investigation. No evidence of moisture or loose components was found inside the pump. Unrelated to the initial allegation, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.